Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6) 2003: customer reports during pt procedure, fluoro failed. Staff brought in a portable fluoro c-arm and completed the procedure without further incident. No reported injury. Customer did not provide pt or procedural info other than to say the procedure completed and pt is fine.